Manufacturer narrative:
An event regarding crack fracture involving a x3 triathlon cs insert #3 19mm was reported. The event was confirmed. Device evaluation and results. The material analysis report indicated that the insert shows signs of pitting, burnishing, scratching, and third body indentations. The insert also fractured in fatigue. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves pain and instability of the right knee. When revised it was shown that the insert was worn and fractured. It was also noted that the patient had a history of a fall. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient came to md's office with pain and instability of right knee. At time of revision surgery liner was shown to be worn and a small piece was fractured off the posterior lateral side. Note: history of fall.

Event description:
It was reported that patient came to md's office with pain and instability of right knee. At time of revision surgery, liner was shown to be worn and a small piece was fractured off the posterior lateral side. History of fall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.